Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain three. Upon removing the tubing set, fluid was noticed inside the cycler. Pt had no ill effects. Sample is available.